Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: product ID: 9733763, serial/lot #: version: (B)(4). The manufacturer representative went to the site to test the navigation system. The system was performing as intended and no hardware parts were replaced. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a procedure. It was reported that when the system was started, "no signal" was displayed. The system was used for procedure because it started when the product was rebooted. The application logged out during use. Even though log in again and reboot were attempted, the phenomenon reoccurred. The use of system was discontinued, and the operation was continued with the ultrasonic diagnostic equipment. When start-up was checked by medical engineer(me) after the procedure, it was confirmed that the product was started normally. Impact on patient outcome is unknown at this time. There was no reported delay. It was reported that it seemed that there was no adverse consequence to the patient. Inspection was performed, but issue could not be replicated. This was found during a brain biopsy procedure. It was confirmed by medical engineer that inspection was performed and the phenomenon did not reoccur.